Manufacturer narrative:
The insulin pump was received with a cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, a partially broken off end cap, missing end cap sticker, and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a piece of the insulin pump's casing was pushed out of the device during the prime process; the customer was filling the tubing when the backside of the insulin pump popped out. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that the drive support cap appeared damaged. The insulin pump was returned for analysis and a replacement device was shipped to the customer.